Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that on the way home from the hospital they felt an electrical shock or tingling in their lower back and went down their leg. Patient stated their healthcare provider (hcp) told them what was happening and then hcp started making adjustments. Patient confirmed they have noticed a little improvement after yesterday when their doctor played around with the device and got it working better than it did the day they came home with it. The patient was redirected to their hcp to further address the issue.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to provide the steps taken to resolve the electrical shock, or tingling in their lower back and went down their leg. The hcp stated that they saw the patient in office after surgery, the device was adjusted and pain had improved at this time. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.